Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis pt reported that dialysis solution leaked out of the tubing. Pt stated that she saw fluid leaking from where she was connected. Upon follow up, pt stated that she does not recall having a fluid leak. Pt had no further issues. Sample is not available; sample was discarded.